Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the devices had disconnected from wi-fi was not confirmed. Seven of the received pcus successfully connected to a local bd wireless network with no issues. ¿ the results of laboratory tests performed on the suspect pcus detected a successful upload of a configuration package and a connection to the local bd wireless network for seven of the nine pcus. ¿ the internal and external inspection of the seven suspect pcus did not detect any problems or anomalies. ¿ the suspect pcus, when checking their error logs, showed the following codes: 600.6840 and 600.6870, which are related to network configuration. ¿ two of the nine pcus were identified to have a malfunctioning component that was a contributing factor for the reported issue. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: the devices were disassembled for this investigation. Please ensure that proper testing is performed. Dchu is not responsible for any costs associated with incidental findings. Replace the logic board for pcu s/n (B)(6) and replace the rf card for pcu s/n (B)(6). Root cause: the root cause for the report that the devices disconnected from wi-fi was not determined, however, there may have been a problem with the network configuration package that was loaded from the installation. The root cause for the same issue with pcu s/n (B)(6) was determined to be a damaged rf card and for pcu s/n (B)(6) the u7 component on the logic board was found damaged. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during infusions devices have become disconnected form wi-fi. There was patient involvement but no harm.